Event description:
Information received from the field notes that the patient had discomfort and vomiting/nausea one night post implant. Capture thresholds varied from 1.5 v in the supine position to 5.0 v while sitting. Lead impedance dropped approxi- mately 100 ohms in the first 24 hours since implant. A chest x-ray revealed lead dislodgement. The lead was repositioned.